Manufacturer narrative:
The reported event of oversensing noise was not confirmed. Final analysis found that as received, the complete lead was returned in one piece measuring 51.6 cm. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damage of inner insulation cut at 43.5cm from the connector pin consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device. The lead was explanted and replaced. The patient was in stable condition.